Event description:
The MFR's service center reported that a power supply and power cord returned by a durable medical equipment supplier (dme) were thermally damaged. There had been no report of injury or harm.

Manufacturer narrative:
The MFR received the power supply and confirmed there were thermal damages to the power supply and ac power cord, leading to an exposed ac conductor. Upon completion of the investigation a f/u report will be filed. Power supply is used with remstar plus m-series, k010263, k052110.